Manufacturer narrative:
Imaging review: review of the medical records and images by agas medical consultant resulted in the following findings: this patient underwent an attempt to close an atrial-level communication with an aso device. The defect was balloon sized to about 12mm and a 13mm aso was attempted. It was too small for the defect and hence was upsized to 14mm. After placement of the 14mm aso, pull-push maneuvers were performed and the device was released. It unfortunately embolized into the left atrium and the descending aorta. The device was successfully retrieved from the arterial side and a 19mm device was placed without any further sequelae. The patient tolerated the procedure well. A usb port containing angiographic and echocardiographic images was provided. The procedure was performed under ice guidance. The typical anatomy of the defect was suggestive of lipomatous septum secundum; it was very thick in the superior vena cava (svc) and aortic views. The septum primum was thin, mobile and fluttered during the cardiac cycle. The defect exhibited a pfo-type morphology. Balloon sizing was performed, the defect was measured and the device was placed. The device splayed significantly on the septum secundum due to its thickness. The right atrial disc did not cover the septum secundum effectively. Also, the pull-push maneuvers caused the right disc to push toward the left atrial side. After the aso was released, echo and angiographic images documented the device embolizing into the left atrium. Subsequent images showed a larger device in the defect with effective coverage of the septum secundum. Device analysis: all three asos were returned to aga medical in its original configuration. Following decontamination, the devices were measured and their size was confirmed to meet dimensional specifications. The devices were examined microscopically and no defects were observed. The 14mm aso was loaded into and deployed from a test loader without any deformities. During manufacturing, each device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed each device successfully completed these tests. Conclusion: according to agas medical consultant, the device embolized because the device was undersized for the defect. This is supported by the following: the atrial communication was a pfo type morphology and not a true asd. The patient exhibited a complex, atrial septal anatomy with a very large lipomatous septum secundum and a very thin septum primum. The right atrial disc did not cover the limbus (septum secundum) toward the svc and aortic rim. The device extruded out of the slit-like opening after it was released. The device was undersized when the anatomy of the atrial communication is compared with the choice of the device. An asos right atrial disc is smaller than the left atrial disc. Because of the thick septum secundum in this case, the right atrial disc could not effectively astride the septum secundum/limbus causing the device to embolize into the left atrium. The right atrial disc must astride the septum secundum in defects with such anatomy.

Manufacturer narrative:
Additional information including images was requested. When additional information becomes available, an updated report will be submitted.

Event description:
According to the initial information received, the atrial septal defect - a thick septum secundum with an extremely floppy septum primum - was balloon-sized to 11-12mm so a 13mm amplatzer septal occluder (aso) was attempted. It was too small and upsized to a 14mm aso; however, the 14mm aso embolized into the descending aorta and was snared and removed. Next, a 17mm aso was attempted but it also was too small and was removed. A 19mm aso was then successfully implanted. The patient was discharged without complication.